Event description:
On (B)(6) 2012, it was reported that the vns patient was scheduled for a full revision surgery due to high impedance. The physician took x-rays but did not see anything and reported that he would not be sending the x-rays to the manufacturer for review. There was no trauma or patient manipulation that occurred that caused or contributed to the high impedance. The high impedance was noted to have been first observed around (B)(6) 2012 and was dcdc=7/lead impedance=high. It was later reported on (B)(6) 2012 that the patient had not fallen or injured herself in any way that would affect vns. The patient was noted to be having 1-2 complex partial seizures a week. The patient typically has a change in voice with vns and was no longer having it. The patient is under a great amount of stress due to the recent death of her younger son. The patient's settings were noted to be output=2.0ma/frequency=20hz/pulse width=250usec/on time=30sec/off time=1.8min/magnet output=2.25ma/magnet on time=60sec/magnet pulse width=250usec.

Event description:
Product analysis was completed on the explanted generator on (B)(4) 2013. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The positive header septum cavity is larger than the specified limits. The positive septum cavity accepts a pin gauge of 0.1365 inches minus (limits 0.125 inches +/-0.002). The negative header septum cavity (0.1265 minus) meets specification requirements. The positive header lead cavity is larger than the specified limits. The positive header lead cavity accepts a pin gauge of 0.2005 inches minus (limits 0.196 +/- 0.002). The negative header lead cavity (0.1965 minus) meets specification requirements. However, the connector boot functional test pin, designed to verify proper lead cavity dimensions in the header area, passed and a bench lead inserted past the connector blocks. Product analysis observed setscrew septum and/or lead cavity dimension issues; however there appears to be no adverse effect during the generator's implant life; cause is unknown. Review of the data from the generator indicated that the impedance value went from 8580 ohms to 10818 ohms on (B)(6) 2012; both of which are high impedance.

Event description:
Additional information was received on (B)(4) 2012 when it was discovered that the patient underwent a full revision surgery that day. Good faith attempts were made for the return of the explanted products but they were discarded by the hospital.

Manufacturer narrative:
.

Event description:
Additional information was received on (B)(4) 2013 when the explanted generator and lead were returned for product analysis. Product analysis on the lead was completed. The electrodes were not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis of the returned 88 mm portion quadfilar coil 1 appeared to be broken approximately 3 mm from the electrode bifurcation. Scanning electron microscopy was performed and identified the area as having extensive pitting with mechanical damage which prevented identification of the coil fracture type. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. The abraded opening and slice mark found on the outer silicone tubing, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. For the observed inner tubing fluid remnants, there was no obvious path for fluid ingress other than the cut ends that were made during the explanted process. With the exception of the observed discontinuity, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified. Product analysis on the generator is still underway and has not yet been completed.

Event description:
Additional information was received on (B)(6) 2013 when it was reported that the explanted generator and lead would be returned for product analysis, however they have not been received to date. The manufacturing records for the lead were reviewed and device met all specifications prior to distribution.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed device met all specifications prior to distribution.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.